Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient experienced blurry vision and a 'mechanical failure'. The patient experienced a secondary lens exchange. Additional information was requested.

Manufacturer narrative:
Additional information provided g.1., g.2., h3., and h.10. Upon evaluation, only a loose lens case of the non-company replacement lens (aab00 13.5 diopter sn (B)(6)) was observed in a biohazard bag. A small clear bag was returned with an ink circle; however there was no lens inside this bag. The lens may have become lost during the intake, receipt and evaluation stages. All product and batch history records are quality reviewed prior to product release. A qualified cartridge and handpiece were used with this lens. A non-qualified viscoelastic was used in the cartridge. The root cause of the complaint cannot be determined. The completed customer questionnaire indicated that the iol was exchanged based on blurred vision due to multifocal design. Due to the information provided, this may suggest that patient may not have been able to adapt to the multifocal design and therefore a monofocal lens was used. The difference of one diopter less in power for the replacement lens may also suggest the monofocal 13.5 diopter was a better selection for this patient¿s vision needs. The lens was not available to evaluate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: 2019-94319.

Manufacturer narrative:
Additional information provided in a.2., d.10., and d.11. The manufacturer internal reference number is: (B)(4).